Manufacturer narrative:
E.3. Other occupation: pharmacy informatics specialist. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-aug-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator bins in row 1 were not being detected. The field service engineer (fse) tested the bins in the hardware test application and confirmed that the bins functioned correctly. The fse then restarted both the refrigerator and the station. After the restart, the customer was able to recover the bins and inventory the medication successfully. The system functioned as intended after the field service engineer (fse) troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator bin repeatedly displayed not detected on bus errors, even after a system reboot. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.